Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and passed external visual inspection. A review of the receiver data log and global receiver functional testing found no errors related to the customer complaint. The device passed the vibration test. The reported fault could not be reproduced. The customer complaint could not be confirmed.